Event description:
The plaintiff's attorney alleges that the plaintiff experienced a sudden cardiac event due to the administration of naturalyte and /or granuflo during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. (B)(4).